Event description:
It was reported that the device had failed rate accuracy test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device failing the rate accuracy test was not identified during the customer call. Tech support emailed a copy of the rate accuracy test setup diagram to biomed for reference and verification of the test setup. After reviewing the diagram and performing the test again, biomed confirmed that the rate accuracy test is now passing and the issue could not be reproduced. No further troubleshooting was required at this time. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.